Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device deployment issue ("the delivery catheter released the insert even though the insert was still being positioned, and with no action on the device by the surgeon. Deployment was probably incomplete.") In a female patient who had essure (batch no. 871979) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device deployment issue (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced procedural pain ("one week later, the patient was seen again for lateral pain on the operated side"). On an unknown date, the patient experienced device difficult to use ("attempt at removal failed"). Essure treatment was ongoing at the time of the report. At the time of the report, the device deployment issue, procedural pain and device difficult to use outcome was unknown. The reporter provided no causality assessment for device deployment issue, device difficult to use and procedural pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2011: no visible abnormality of the device company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the delivery catheter released the insert even though the insert was still being positioned, and with no action on the device by the surgeon. Deployment was probably incomplete. Attempt at removal failed. This event, interpreted as device deployment issue, is anticipated in the reference safety information for essure. In the present case the event occurred during essure insertion procedure, therefore causality with essure cannot be excluded. It is not clear from the reported information whether the removal attempt was performed during the insertion procedure, or if a second intervention was required for the attempted removal. Therefore the case was regarded as incident in a conservative approach. A product technical analysis and further information are expected.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant casereference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device deployment issue ("the delivery catheter released the insert even though the insert was still being positioned, and with no action on the device by the surgeon. Deployment was probably incomplete.") In a female patient who had essure (batch no. 871979) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempt at removal failed". On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device deployment issue (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced procedural pain ("one week later, the patient was seen again for lateral pain on the operated side"). Essure treatment was ongoing at the time of the report. At the time of the report, the device deployment issue and procedural pain outcome was unknown. The reporter provided no causality assessment for device deployment issue and procedural pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2011: no visible abnormality of the device the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device deployment issue. The analysis in the global safety database revealed 284 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.